Manufacturer narrative:
The patient was the initial reporter , so personal information was not entered.

Event description:
The customer reported that her blood glucose reading from (B)(6) 2018 was not being stored in the memory of the contour meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.